Manufacturer narrative:
Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Tech called in for help on 8015bd unit serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech called in for help on error code 133.6090 on 8015bd unit, error has to do with main speaker has went out on unit will need to be replace, unit is verly new under warranty repair, tech perfer to get part sent to him, explain unit under warranty will have to come in under warranty repair, but tech would like to see if part can be sent to them instead, transfer tech to ian in services repair to further assist tech on his questions. Tech thank me for my assist ref: (B)(4).